Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple intermittent altitude alarm while on a plane as well as off the plane. Customer stated that they were able to clear the alarms each time and resume insulin delivery. In addition, it was reported that the pump time was inaccurate. Customer stated that while on the plane the pump switched the am/pm settings. Although requested, pump data was not uploaded for review. There was no impact to customer's blood glucose level.